Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 11 years and 7 months due to severe aortic regurgitation (ar), secondary to structural valve deterioration (svd). Per the op report, this patient had an echo demonstrated severe ar. During a recent echo, there was concern for "vegetation" due to the dynamic nature of the aortic valve echocardiographic signature. All blood cultures were negative. Patient agreed to proceed with redo-aortic valve replacement (avr). The prior aortic valve was inspected along with its perivalvular origins. No evidence of gross infection or perivalvular abscess could be identified. There was found to be svd of the prosthetic valve leaflets. One of the 3 leaflets was dehisced from the sewing ring at the level of the post. The leaflet was flail and entering and exiting the aortic orifice [causing regurgitation]. After explanting the aortic valve, there was pannus noted in the annulus. There was also a small tissue defect between the aortic annulus and the mitral valve. This required careful reconstruction at this region utilizing a pericardial patch. Redo-avr was then performed with a new edwards bioprosthetic valve. The device was tested for any valvular or perivalvular defects and none were found. The leaflet mobility was then examined and mobility was excellent.

Manufacturer narrative:
Unforutnately, the report of aortic valve regurgitation could not be confirmed due to the condition of return. All 3 leaflets were cut from the valve and not returned. Sewing ring was also cut around 50% of the valve circumference. No further actions are possible.

Manufacturer narrative:
The explanted valve was returned to edwards and the device evaluation is currently in progress. Although the root cause of this event cannot be confirmed at this time, it appears that the patient's regurgitation was likely due to the deteriorating prosthetic valve. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration (svd). Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. In this case, the patient had a flail leaflet causing the regurgitation. A supplemental report will be submitted once the device evaluation is completed, in order to confirm the reported event.